Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the sys error 1-5. The reported symptom was observed during power up and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed sys error 105. It was also reported that there was no pt injury.